Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad is worn with all symbols legible; no evidence of tearing or peeling was noted. All buttons function normally with no problems with spring back or needing excessive force. Investigators were unable to duplicate customer complaint. As per procedure removed keypad cover. No contamination was noted underneath keypad contacts. When pump is booted the display is a dim red color. When the pump display is replaced by a test display the variance in color/contrast is fixed. Vibration motor not functional during testing. With pump opened the vibration motor pins were found to be out of alignment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.